Manufacturer narrative:
The customer's glidescope core smart cable was not returned to verathon for evaluation, therefore the cause could not be confirmed. However, based on prior investigations of similar incidents, it is likely that the cause of the reported image issue was due to the reported missing hdmi pin in the cable's connector preventing an adequate connection with the laryngoscope. Review of complaint history for the reported smart cable did not identify any previous complaints reported to verathon. Trending analysis for glidescope core smart cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. The glidescope core operations and maintenance manual (omm) notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, their glidescope core smart cable was displaying a blurry and pixelated picture. The customer reported identifying that one of the pins on the bottom of the cable's hdmi connector was missing. No delay in the procedure, use of a backup device, or harm to the patient was reported.